Event description:
Healthcare professional reported "rupture". This record is for the left side. The device remains implanted.

Manufacturer narrative:
A review of the Device History Record has been completed. No deviations or non-conformances noted.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for reoperation: Rupture.